Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed cubie. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) drawer 4 was failed. A field service engineer (fse) launched the hardware test application, and the drawer functioned perfectly. Then the fse rebooted and had the customer recover the failed drawer. After recovery it failed immediately. So, the fse shut down the station and replaced the retractor band cable, then resented the drawer and it functioned without issue. Then the fse rebooted the station and had the customer perform multiple drawer functions without any failure. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed cubie. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.